Event description:
It was reported that this pacemaker recorded a signal artifact monitoring (sam) episode due to oversensing of the minute ventilation (mv) feature signal on the right atrial (ra) channel. Pacing impedance measurements of greater than 3000 ohms were noted, triggering a lead safety switch (lss). Subsequently, there were several episodes of noise, oversensing and inappropriate atrial tachy response (atr) episodes due to the change to unipolar configuration. Boston scientific technical services (ts) discussed programming options. This device remains in service. No adverse patient effects were reported.

Event description:
This report is being filed to provide product investigation results.

Manufacturer narrative:
This device was included in the recent minute ventilation sensor signal oversensing advisory population. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker recorded a signal artifact monitoring (sam) episode due to oversensing of the minute ventilation (mv) feature signal on the right atrial (ra) channel. Pacing impedance measurements of greater than 3000 ohms were noted, triggering a lead safety switch (lss). Subsequently, there were several episodes of noise, oversensing and inappropriate atrial tachy response (atr) episodes due to the change to unipolar configuration. Boston scientific technical services (ts) discussed programming options. This device remains in service. No adverse patient effects were reported. This report is being filed to provide product investigation results. Additional information was received that the ra lead was explanted due to fracture. A new ra lead was implanted. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This device was included in the recent minute ventilation sensor signal oversensing advisory population. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please see the description for more information regarding the specific circumstances of this event. This device was included in the minute ventilation sensor signal oversensing advisory population.

Manufacturer narrative:
Correction to h7: if remedial act init, type from no remedial action applies, to notification + recall. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please see the description for more information regarding the specific circumstances of this event. This device was included in the minute ventilation sensor signal oversensing advisory population. This device was included in the recent minute ventilation sensor signal oversensing advisory population. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker recorded a signal artifact monitoring (sam) episode due to oversensing of the minute ventilation (mv) feature signal on the right atrial (ra) channel. Pacing impedance measurements of greater than 3000 ohms were noted, triggering a lead safety switch (lss). Subsequently, there were several episodes of noise, oversensing and inappropriate atrial tachy response (atr) episodes due to the change to unipolar configuration. Boston scientific technical services (ts) discussed programming options. This device remains in service. No adverse patient effects were reported. This report is being filed to provide product investigation results. Additional information was received that the ra lead was explanted due to fracture. A new ra lead was implanted. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This device was included in the recent minute ventilation sensor signal oversensing advisory population. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker recorded a signal artifact monitoring (sam) episode due to oversensing of the minute ventilation (mv) feature signal on the right atrial (ra) channel. Pacing impedance measurements of greater than 3000 ohms were noted, triggering a lead safety switch (lss). Subsequently, there were several episodes of noise, oversensing and inappropriate atrial tachy response (atr) episodes due to the change to unipolar configuration. Boston scientific technical services (ts) discussed programming options. This device remains in service. No adverse patient effects were reported. Additional information was received that the ra lead was explanted due to fracture. A new ra lead was implanted. This device remains in service. No adverse patient effects were reported.